Event description:
The patient transferred to the facility from another facility in 2003 in acute respiratory failure and ventilator-dependent. Suffered cardiac arrest 9 days later, possibly from bilateral pneumothorax. Bilateral chest tubes placed; patient resuscitated and placed back on servo 300a ventilator. Arrest occurred at 2345; placed back on ventilator at 0030 the next day. Ventilator would not ventilate, so patient was bagged manually while bp7200 vol. Ventilator was set up; patient remained stable. Servo 300a ventilator was taken back to cardiopulmonary department for investigation; found not to ventilate test lung, but to high pressure alarm. In line hme (pall bb100a) was removed; ventilator then worked well.